Event description:
The complainant alleged that while monitoring a pt being treated for chest pains the device displayed a "cable fault" message. The device operator was able to obtain another monitor and continue to duplicate the reported malfunction again after the event. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.